Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. This MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6008840 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6008840 was manufactured according to the work instruction (wi) version 81, on 30/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/aug/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care provider (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 6008840 and no more complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to emergency room and got hospitalized on (B)(6) 2025 due to high blood glucose levels. The blood glucose level was 600 mg/dl at the time of event and patient was treated with intravenous insulin. Patient also experienced symptoms like stomachache. The patient was admitted in the hospital for greater than twenty-four hours. No further information available.